Event description:
It was reported that the patient presented in the hospital after receiving inappropriate defibrillation therapy due to noise resulting in oversensing on the right ventricular (rv) lead. Upon investigation, variable sensing, loss of capture and high pacing impedance were also observed on the rv lead. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.

Event description:
Additional information received indicated the suspected cause of the event was a lead fracture. This was unable to be confirmed via diagnostic imaging.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.